Event description:
Olympus was informed that during an unspecified therapeutic laparoscopic procedure, the surgical team noticed a cracked/damaged ceramic insulation at the distal end of the hf electrode's sheath. However, the suspect medical device was nevertheless continued to be used and the intended procedure was finally completed. It is unk when the damage occurred and whether a fragment/part fell inside the pt's body cavity. However, the surgical team did not find any foreign objects inside the pt during the procedure. Furthermore, an x-ray was taken postoperatively where also no foreign objects were noted. There was no report about an adverse event or pt injury.

Manufacturer narrative:
The suspect medical device was not returned to the MFR for eval/investigation but to olympus medical systems corp (omsc), (B)(4). Eval confirmed the reported phenomenon of a cracked/damaged ceramic insulation at the distal end of the hf electrode's sheath. A fragment/part is broken out and missing. Furthermore, the hook/tip of the suspect medical device is considerably bent/deformed. Causal for these abnormalities/damages and the subsequent breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions, that impact, fall, shock or similar stress can result in damage of the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries of the pt and/or user. In addition, it is pointed out as a caution note that, when used as intended, the product is more or less subject to wear depending on the intensity of use and in case of externally visible defects the responsible olympus rep has to be contacted at once. The user apparently did not follow these instructions as the anomalities/damages of the hf electrode with the subsequent breakage of the ceramic insulation were caused by mechanical overload by the application of excessive force like impact, fall, shock or similar stress. Therefore, this incident was attributed to abnormal use/off-label use in combination with exceeded service life/shelf-life (date of manufacture: 05/2009). The case will be closed from olympus side with no further actions. However, the incident/phenomenon will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and (B)(4) trained again on the correct usage of the olympus medical devices.